Event description:
A malfunction alarm with malfunction code 12 was reported, but it did not adversely affect the customer's blood glucose level. Technical support assisted the customer in resetting the pump, as the customer had not attempted to reset it within the previous 24 hours. After the reset, the malfunction code did not recur, and the customer was advised to continue using the pump and to contact support if the issue returned.